Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/16/2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported display device message for bluetooth pairing failure was confirmed via data. The data evaluation also did confirm a permanent loss of connection. The root cause could not be determined post-investigation. Based on the findings of a transmitter failure this is now reportable.